Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system to determine whether supraventricular tachycardia (svt) or ventricular tachycardia (vt) was observed. Upon review, the rhythm appeared to be atrial-driven with an atrial beat for every ventricular beat. At the 4-second mark, there is an undersensed ventricular beat that fell into atrial blanking. Later on, there is a triplet of atrial beats but only two ventricular beats, which appears to be svt. This pacemaker remains in service. No adverse patient effects were reported.